Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer was advised that we will ship replacement battery cap. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 167 mg/dl. The customer stated that she had blank display 3 times and the pump just vibrates and shuts off. The customer was advised that stop using the device and we will replaced it. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 35 mg/dl. The customer was treated with juice until she was better.